Manufacturer narrative:
Sections a1, a2, b5 and b7 were updated with the new information received. Internal complaint reference number: (B)(4).

Event description:
It was reported that the patient underwent a revision surgery of the left knee on (B)(6) 2018. The revision surgery was performed due to tibial and femoral component loosening. Both components were explanted. A further revision surgery was performed on (B)(6) 2019 on the left knee due to loosening of the tibial component, nevertheless, is unknown if the patient had s&n components still implanted by the time of the second revision surgery was performed. The patient outcome is unknown. If further information is received the case will be updated accordantly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The images provided were reviewed and a relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, based on the information provided, the alleged involvement of s+n components could not be confirmed, and the clinical root cause of the reported events could not be concluded. Although the 1st and 2nd revision components are currently unknown, it was noted that the (B)(6) 2020 CT impression was loosening or infection and the 12/29/2020 x-rays also indicate component loosening. The reported patient impact was the persistent pain, loosening, fracture, gait abnormalities, additional hardware and revisions. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, patient condition, bone degeneration, fit/sizing, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a knee replacement surgery where was implanted a defective knee prosthesis. Although the patient had additional surgeries to fix the problem, the patient still feels pain and suffering, causing a permanent injury (limp).